Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that resistance was experienced during the fill process. There was no impact to the customer's blood glucose level. Customer was able to fill the cartridge with insulin and continued using the cartridge.